Event description:
It was reported that the subject device has corrosion of cover glass. The event has occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide fibers glass is chipped, insertion tube is scratched. A root cause could not be identified. Based on the results of the investigation, the major root cause of the malfunction is traced to the componenet failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6 and h11. The device was returned to olympus for inspection and the complaint was not reproduce. In addition, the following reportable malfunctions were identified during the device evaluation: light guide fibers glass were chipped, and insertion tube was scratched. Based on the results of the investigation, and because the initial malfunction was not reproduced, a root cause could not be identified. In regard to the newly identified malfunctions, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.